Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit would not tighten down and needs repair. There was no known patient injury nor delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The shock cushion was worn and has moved which was impeding the cam rod. The evaluation showed that the unit received with the shock cushion was worn from routine use. The 6 inch transitional teeth were worn and needed to be replaced. Adjustment wrench has worn threads. The device exceeds its expected life of seven (7) years (manufactured on 2010). The reported complaint was confirmed from the evaluation. The observed condition was likely caused by wear and tear or improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.